Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed multiple times to address the issues. Subsequently, it was reported that intermittently minimum fill notifications occurred after filling a cartridges with 250 units of insulin across multiple cartridges. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to resolve the issues. There was no impact to the customer's blood glucose level.